Event description:
It was reported at the time of the event, the customer received the following results within 15 minutes: 54 mg/dl at 7:09pm, 62 mg/dl at 7:19pm, and 423 mg/dl at 7:21pm. The customer was experiencing low blood glucose symptoms of sweating, shaking, nausea, and vomiting and called an ambulance. The emt's arrived at 7:30pm. The customer stated the emt's tested her blood glucose, but she does not recall the result. The emt's did not treat the customer, but transported her to the hospital. The customer arrived at the hospital at 7:40pm and received a low blood glucose result upon arrival (exact value unknown). The customer was admitted into the hospital for hypoglycemia and was treated with an IV of d50. The customer was discharged from the hospital on the morning of (B)(6) 2022 with a reading of 190 mg/dl.